Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 405mg/dl. The expected fasting blood glucose test result range is 140 to 150mg/dl. The customer ID not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in kitchen. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date is 8/22/17. The meter memory was reviewed for previous test result history. 405mg/dl, (B)(6) 2017, 08:08 pm, fasting: yes; 251mg/dl, (B)(6) 2017, 08:00 pm, fasting: yes; 362mg/dl, (B)(6) 2017, 11:00 pm, fasting: yes; 277mg/dl, (B)(6) 2017, 03:20 pm, fasting: yes; 358mg/dl, (B)(6) 2017, 10:03 pm, fasting: yes. Customer called in and states that the meter is reading high.